Manufacturer narrative:
Manufacturer's ref# (B)(4). The device has been requested for investigation. The device was sent to the lab unit in customer care in new zealand. Unfortunately, they do not have the device any longer as their lab team were not aware the items needed to be held on to. The customer received a replacement charger. Follow-up of the event is still in progress, a final report will be submitted upon completion.

Event description:
The patient was charging their charger, using the wall plug, and the charger either caught fire or was about to catch fire, as they could smell burning. They unplugged the charger and found the back had melted and burnt. There was no contact with a medical practitioner and there was no patient harm.

Event description:
The patient was charging their charger, using the wall plug, and the charger either caught fire or was about to catch fire, as they could smell burning. They unplugged the charger and found the back had melted and burnt. There was no contact with a medical practitioner and there was no patient harm. On (B)(6) 2022 it was reported that the user is female and 69 years old. The incident occured on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4) the device has been requested for investigation. The device was sent to the lab unit in customer care in new zealand. Unfortunately, they do not have the device any longer as their lab team were not aware the items needed to be held on to. The customer received a replacement charger. Follow-up of the event is still in progress, a final report will be submitted upon completion. Final reportability rationale: technical investigation concluded: no deviation during vtech manufacturing process. The clinical investigation concluded: based on these results from previous evaluations, clinical conclusion on this case is that there is a potential risk of heat dissipation based on the findings. No harm was reported. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event were to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register based on the above information the case is still considered reportable according to the nz medsafe's definition of event.